Manufacturer narrative:
Unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a loose/dirty motor optical switch flex sensor. Replaced the motor flex sensor to resolve the reported error.

Event description:
It was reported that the device was continuously beeping. There was unknown patient involvement/patient harm reported.